Event description:
It was reported that the warming device was not passing preventive maintenance. No patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a stained reservoir, wear and tear damaged enclosure, front cover, and line cord, a broken pole clamp, outdated printed circuit board (pcb) and power switch. Functional testing found the no disposable alarm is going off because the micro switch in broken. The root cause of the reported issue was found to be customer damage. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. UDI is unknown, no product information has been provided to date.